Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used. Concomitant procedure included excision of right abdominal scar. On (B)(6) 2015, allergic reaction all over body, was reported. Patient was treated with medication (stopped keflex and percocet and placed on medrol dose pack). Patient went to ER with lip swelling and hives on (B)(6) 2015. Treated with hydroxyzine and famotidine. All resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies the adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication including allergic reaction. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represents the ae of allergic reaction. An additional MDR was submitted to represent to ae of swelling and pain. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.